Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on september 21, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed. The returned device was visually inspected and found to have damaged teeth, one band overlapping, and two bands damaged. Additionally, the slack was not taken up, and the handle showed evidence that the loop was not secured to the post. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot and the wire was not secured to the handle; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." And "secure trip wire in slot on handle unit." The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth suggest that the device may have been subjected to excessive force, resulting in damage to the teeth. Alternatively, this damage could be related to the technique used when the physician inserted the device through the patient, which may have compromised the teeth and affected the handle's functionality during band deployment. It was determined that two bands were damaged and one band was overlapped. These failure modes may be related to the physician's technique or the way the device was handled during band deployment. There is a possibility that device positioning or anatomical tortuosity during the procedure affected the functionality of the handle when deploying the bands. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have shifted during manipulation, causing improper band deployment and overlap. It is also possible that an attempt to release the band from the suture, combined with damage to the teeth, contributed to the deployment issues. Additionally, it was found that the instructions for use of the device weren't follow since the slack wasn't taken up from the handle slot and the trip wire was not secured to the post. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Based on all gathered information, the probable cause selected is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. Prior to the procedure, the wire could not be pulled out, the device could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 21, 2025: it was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. Prior to the procedure, the wire could not be pulled out, the device could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 21, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on september 21, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. Prior to the procedure, the wire could not be pulled out, the device could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.